Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was confirmed that no image was displayed due to a use-error thus the product was working normally and since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. However, it could not be determined if the device satisfied its specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source did not have image. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.